Event description:
It was reported that during device change out, noise was observed on the lead when connected to the new device. The lead was removed and reinserted and noise was still present. All electrical parameters were normal and no lead anomalies were seen on fluoroscopy. The lead was later capped and replaced and the noise issue was resolved. The patients condition was good.

Manufacturer narrative:
.